Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and presented in the emergency room after a recent right atrial lead revision. Upon review, it was noted that the patient had developed pericardial effusion and pericarditis and presented with major cardiac arrest symptoms. The patient was brought into procedure on an unknown date to resolve the issue. After the procedure, the patient developed infection that developed into sepsis. No further information was available.